Event description:
It was reported that the pump modules have "sagging" door latch assembly. The "sagging" was described as the door handle not springing back up when the door is opened. These issues were identified proactively by bd during review of complaints data trend. Bd has reached out to the customer for the return of samples for further investigation. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules have "sagging" door latch assembly. The "sagging" was described as the door handle not springing back up when the door is opened. There was no patient involvement.